Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2010 by the hospira field svc engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported one of the blades on the ac power cord plug was bent. The device was returned to the biomedical dept with a report that the device did not operate on battery power. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that one of the blades on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.